Manufacturer narrative:
The explanted devices were not available for return, so further investigation could not be performed. Lanx will submit a follow-up report should add¿l info become available.

Event description:
The misplacement of pedicle screws into the patient¿s spinal canal necessitated a revision surgery to remove the original construct and replace with a new construct. Per reporter: the original surgeon did not use proper surgical technique and there was no indication of product malfunction.